Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient who was receiving 1. 2mg/ml dilaudid at 0.0075mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was in a state of motor stall. The patient went to the doctor's office for a refill, and the pump logs showed multiple motor stalls had occurred started on (B)(6) 2017/(B)(6) 2018. The patient showed signs of withdrawal and had an increase in pain. It was reported the patient's pump had an elective replacement indicator of 4 months. The pump was placed at minimum rate and the patient was scheduled for a replacement. It was reported the issue was resolved at the time of the report. The patient's status at the time of the report was alive no injury. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the rep requested assistance related to turning the pump off. The pump off password was provided.